Event description:
It was reported that the stent dislodged in the patient and was retrieved with a snare device. Some additional dilatation was performed and another company's stent was implanted. No patient effects were reported. No additional event or patient information is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the catheter was returned with blood on the balloon, stent and shaft, in the guide wire lumen and on the sidearm. There was contrast in the inflation lumen and balloon and on the shaft. The stent was returned completely dislodged from the balloon. There were two struts in the first row of proximal struts that were bent back towards the second row of proximal struts. The protective sheath was not returned with the catheter. The catheter was returned with the balloon slightly folded. There were slight crimp marks on the balloon between the markers. There was no other damage to the catheter noted. The stent outer diameters were measured with a laser micrometer and met manufacturing criteria. Product performance engineering reviewed the incident information and analysis of the returned device. Analysis confirmed that the stent had dislodged and had bent struts on the proximal end. The damage to the proximal end of the stent is most likely from the snare device used in the case to retrieve the dislodged stent from the patient anatomy. Crimp marks were present on the balloon, suggesting the stent was properly positioned at the time of manufacture. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp. It appears that the stent dislodgement was a result of the circumstances experienced during the procedure, but a conclusive root cause cannot be determined. Product performance engineering will trend and monitor the incident circumstances. A review of the finished device lot history record did not reveal any non-conforming material reports. Additionally, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part and lot number combination. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the quality assurance department.